Manufacturer narrative:
(B)(4). D10: femoral head 12/14 taper 28 mm diameter -3.5 neck length, item: 802202801, lot: unknown. G2: foreign ¿ israel. The location of the reported device is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a partial hip replacement using a ringloc system. Subsequently, the patient was revised approximately 13 days post-implantation due to dislocation. It was noted that the metallic femoral head dissociated from the system's polyethylene liner. Follow-ups to gather additional information are currently in process.